Event description:
It was reported that the implantable pulse generator (ipg) adaptive capture management feature calculated a low pacing threshold compared to manual testing, causing the device to automatically adjust to a pacing output with an insufficient safety margin resulting in right ventricular loss of capture. This caused the patient to experience dizziness, pre-syncope, bradycardia and shortness of breath. Consequently, the automated adaptation feature was disabled, and the pacing output was manually reprogrammed to ensure capture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.